Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. A visual inspection was conducted. Large buildup of charred tissue and blood was observed at the heater wire. The jaws were cleaned and a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No smoke and/or steam which could be considered excessive was observed during the testing. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the returned condition of the device and the results of the investigation, the reported complaint was not confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro began smoking. The harvester had completed most of the procedure and had removed the cannula and vasoview hemopro device from the patient's leg, when smoke was noticed coming from the jaws of the device. The hemopro had been sitting in the space between the legs, outside the tunnel. The harvester disconnected the device and removed it from the field, including the cord that was used. The hospital did not report any patient effects.

Manufacturer narrative:
December 07, 2015 01:42 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported lot. There was no nonconformance which could be considered related to the reported event recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro began smoking. The harvester had completed most of the procedure and had removed the cannula and vasoview hemopro device from the patient's leg, when smoke was noticed coming from the jaws of the device. The hemopro had been sitting in the space between the legs, outside the tunnel. The harvester disconnected the device and removed it from the field, including the cord that was used. The hospital did not report any patient effects.